Event description:
There was no blood return from a port and a port a cathogram was done. This film showed that the catheter was separated from the port. The retained portion was retrieved without injury.